Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having simultaneous anterior-posterior fusion for t12 burst fracture. It was reported that there were looseness in the setting of the implant and holder. The key mark was checked and product was attached, but it was in a state that product could not be fixed rigidly and there was looseness s. Since there was only one inserter, it was managed to use the product as it was and the procedure was  completed, but the extension was not smooth probably because of wobbling. There were no patient symptoms/ complications as a result of the event.